Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to improper cassette insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an abs-10060 angel centrifuge was unable to spin and separate. This occurred during a case, where the centrifuge was unable to spin and separate. They reported bubbles getting mixed in with the blood. There were no error alerts present. The surgeon did have to draw blood and re-spin again with no success. The case was only delayed.